Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Also associated with this event was pxc121200/05281272.

Event description:
In, 2007, the pt was treated for aortic aneurysm with the gore excluder aaa endoprosthesis. On the following month, it was discovered that both iliac arteries were occluded. On the next day, three genesis palmaz expandable balloon stents were implanted and successfully restored blood flow. The pt is reported to be doing well.